Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date of concomitant device is unknown. A device history record review was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a transforaminal posterior atraumatic lumbar (t-pal) titanium inserter got stuck in a titanium t-pal implant during a lumbar fusion procedure. The implant was placed on the inserter, and was positioned in the intervertebral space. When the implant was seated, the surgeon pressed the button to release the implant from the inserter, but the inserter was stuck and would not release. The implant and inserter were both removed and another t-pal inserter was used and another implant was placed without incident. The surgery was completed with about a five minute delay; there were no fragments generated, and no reported harm to the patient. There are four devices involved in this complaint. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 03.812.003 , lot no.: l269819 , manufacturing location: haegendorf , release to warehouse date: 28.feb.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: at customer quality, the returned t-pal spacer applicator inner shaft (part: 03.812.003, lot: l269819, mfg:28-feb-2017) was inspected and the complaint was unable to be confirmed. However, the visual inspection performed at the customer quality observed that the applicator clamp portions were slightly enlarged. Therefore, over all complaint condition was confirmed. The following investigations were performed: device interaction functional: visual inspection performed at customer quality observed that the spacer holding clamp features of the returned applicator inner shaft were slightly enlarged outwards. No other issues were identified with the remaining portions of the device. Functional test performed on the construct of the returned devices observed no issues with the intended functionality. The received condition does not agree with the complaint description. However slight enlargement of spacer holding clamps were identified and therefore the overall complaint condition is confirmed. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for clamp, and clamp tip drawing determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed on the gap at the origin of the clamp portions measured the gap between the two clamps as 1.64 mm that falls out of the specification of 0.17 mm +/- 0.04 mm per drawing. The out of specification dimension in due to the post manufacture damage. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. While no definitive root cause could be determined it is likely that any unintended forces encountered by the device during usage could have contributed to this complaint condition. Additionally, the technique guide (tpal lumbar spacer system) reviewed during the investigation for the returned device, warns to completely secure the shaft to the applicator assembly during use. Therefore, it is possible that any unintended incorrect surgical steps followed could have also contributed to complaint condition during the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Corrected data: date of event is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.